Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/27/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2015 with the following findings: evaluation revealed that the force sensor calibration was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).